Event description:
It was reported that the right ventricular (rv) lead was unable to sense the r waves appropriately. It was also noted that the lead exhibited high, and increased thresholds and impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.